Event description:
A surgeon performed a laparoscopy with resection of endometriosis and a salpingo-oophorectomy on an, otherwise healthy pt. Pt returned 4 days post-op with signs and symptoms of peritonitis. Their temperature was 102 degrees but their white blood count was just slightly elevated. They showed signs of mechanical small bowel obstruction both clinically and readiographically. An exploratory laparotomy was performed revealing what the surgeon described as diffuse peritonitis. He also note a thick fibrinous coating on the bowel causing it to be kinked. The fibrinous coating was peeled off and the underlying bowel was described as very inflamed. There were no other significant findings and the surgeon felt that the findings were consistent with chemical peritonitis. Bowel resection was not necessary once the coating was peeled off. The abdomen was irrigated, the pt was started on antibiotics and they rapidly recovered.